Event description:
Physician reported left side rupture. Also reported, seroma(resolved) and knee arthroscopy (not device related). The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr/410psr on (B)(6) 2016. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Also reported, seroma(resolved) and knee arthroscopy (not device related). The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing, red particles on the surface of the shell. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge broken on radius side assessed as surgical damage.

Event description:
Physician reported left side rupture. Also reported, seroma(resolved) and knee arthroscopy (not device related). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g1, h6.